Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were started to stick and they were not sure if the insulin pump was accepting the buttons when they push them, they also noticed some insulin was leaking when they change insulin every three days so they were worried that they did not get the right amounts of insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.